Event description:
Product never reached the patient. Was noted that the strip covering the adhesive couldn't be removed. Same issue noted on multiple products from same lot number. Checked a different lot number and those were working appropriately. 3m steri drape 33lfpm.